Manufacturer narrative:
Catalog number: incomplete, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. : UDI number: unknown, as the serial number was not provided. If implanted, give date: unknown, not provided. If explanted, give date: not applicable, as lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the pcb00 intraocular lens is not being returned. Therefore, the complaint issue could not be verified. The product testing could not be performed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. A complaint history could not be performed since there is no product serial number or purchase order number available. Labeling review: the specific labeling review cannot be reviewed since the serial number is unknown. However, the directions for use (dfu) provide customer with proper information. The document is clear and no request for potential update is required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while the doctor was implanting a pcb00 intraocular lens, 21.0 diopter, a piece of plastic came out with the lens. The doctor was able to remove the plastic and completed surgery. The pcb00 is not being returned and an rga was not requested. But the doctor wanted us to know what had happened. Several follow-ups were done to try to ask for clarification also obtain more information but no response was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.